Event description:
A hospital in (B)(4) reported via a distributor that an rt206 adult inspiratory heated breathing circuit became open circuit during use. The hospital reported that they were alerted to the open circuit by a heater wire alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) of the similar product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt206 adult inspiratory heated breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire is open circuit. A lot check revealed no other complaints of this nature for lot number 090519. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).

Manufacturer narrative:
(B)(4). Method: the complaint mr290 humidification chamber was visually inspected for damage. Results: the dome of the mr290 humidification chamber was cracked and dented. A lot check revealed no other complaints of this nature for lot number 100129. Conclusion: the humidification chamber was cracked and dented. The chamber damage was consistent with physical impact. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post-production, possibly during transport, storage or set-up of the device. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.